Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 3023, serial#: (B)(4)) found no significant anomaly; the battery had reached normal end of life, and telemetry and output were okay. It was noted that burn marks were observed on the ins shield/can, and were indicative of suspect cautery. Analysis of the extension (model#: 3095-10, serial#: (B)(4)) found no significant anomaly; it was returned cut and in 2 segments. It was noted that there was medical adhesive observed around the most proximal end of the boot. No shorts between circuits were detected. Analysis of the lead (model#: 3886, lot#: j0225394v) found no significant anomaly. It was noted that the distal end weld on the #3 electrode was broken due to overstress and/or damage. In addition, two anchor sites were detected 20.17 and 23.4 centimeters from the proximal end; it appeared that either the anchor or lead had moved. It was also noted that the distal end had stretched. An open circuit existed on the #3 circuit, but no shorts were detected on the #0, 1 and 2 circuits.

Manufacturer narrative:
Product ID 3886, lot# j0225394v, serial# implanted: explanted: product typ lead. Product ID 3095-10, lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: product typ extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient complained of pain and "shocks," but it was unclear if it was system related. The system was explanted. Patient outcome was reported as: there was no patient death.